Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions for use/training manuals were reviewed for guidance/instruction involving esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Imagery was provided for review and revealed the following: patient's access vessels are calcified, tortuosity is present within patient's access vessels, post-procedural image of the device shows the distal tip of the esheath torn circumferentially and remains attached. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of the esheath distal tip tear was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, no abnormalities were noted during device unpacking or preparation. As there was severe tortuosity in abdominal aorta, the delivery system experienced strong resistance when the valve was about to pass through the tip of the sheath. Per evaluation of the post-procedural image, the sheath distal tip was observed to be torn radially and remains attached. This type of event has been previously investigated by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Additionally, imagery provided shows the presence of tortuosity and calcification in the access vessel and abdominal aorta. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity coupled with calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, resulting in a tearing of the distal tip of the sheath. Although a definitive root cause was unable to be determined at this time, the distal tip tear may be related to improper expansion of the sheath tip during valve advancement and/or patient factors (tortuosity, calcification). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative actions nor product risk assessment escalation are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, a transcatheter aortic valve replacement was done with a 23mm sapien 3 valve via transfemoral approach. There was severe tortuosity in the abdominal aorta. When inserting the valve and delivery system through the 14fr esheath, the delivery system experienced resistance when the valve was about to pass through the tip of the sheath. The tip of the sheath was torn in a circumferential direction. The patient did not experience any vascular complications.

Manufacturer narrative:
Investigation is ongoing. H3 other text : the device was discarded at the facility.